Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat#: us157852, lot#: 330960, m2a-magnum pf cup 52odx46id. Cat#: 157446, lot#: 535540, m2a-magnum mod hd sz 46mm. Cat#: 139256, lot#: 230270, m2a-magnum 42-50 tpr insrt std. Unk cerclage wires. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed with hardware removal from a previous subcapital fracture orif performed 9 years previous. After implantation of the total hip components, the surgeon identified a coronal fracture in the greater trochanter which he secured with cerclage wires. No further complications were identified. Attempts have been made and no further information has been provided.